Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 17mm proximal from the distal marker band.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt limb vessel. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt limb vessel. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good.